Event description:
The customer reported that one of the needles from the lot had a greenish looking particulate matter on the shaft of the needle. There was no patient involvement. The nurse attached a 25g x 1" needle to a prefilled syringe and upon connecting the syringe, the nurse noticed the needle had an object attached to the needle shaft. It is green in nature.

Manufacturer narrative:
Additional information was received via medwatch mw5091511 therefore this report was updated with the following information: section b5 describe event or problem was updated with additional incident information. Section d10 device available for evaluation? Was updated to yes. Section d10 device returned to manufacturer? Was updated to check. Section d10 date device returned to manufacturer was updated with 17-dec-2019. Section e4 initial reporter also sent report to FDA? Was updated to yes. Section g3 report source was updated to add other, other specify medwatch mw5091511. Section h6 patient code was updated to 2645 no patient involved. Section h6 method was updated to 10 testing of actual/suspected device. Section h6 result was updated to 3233 results pending completion of investigation. Section h6 conclusion was updated to 11 conclusion not yet available.

Manufacturer narrative:
A review of the device history record confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There was 1 sample submitted with this complaint. The reported condition was confirmed. The exact root cause of the reported condition could not be determined. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for fluid path / needle contamination. The lot met the acceptance criteria and was released. There were no manufacturing issues related to the complaint issued for this lot and a specific root cause could not be determined based on available information. There¿s no indication of a systemic issue with the product or process, so a formal corrective/preventative action (CAPA) will not be issued at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was a green particulate in the syringe.